Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was generating low vacuum errors. Upon inspection by the field service engineer (fse) of the instrument, a leak was discovered. The volume of the leak was unknown, and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, face shield, and a laboratory coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) inspected the instrument and discovered that the tubing at vc12 (sheath flow restrictor) was disconnected and leaking. Upon further inspection, the fse noted that the vc12 leaked onto the diluter 1 pc board and damaged it. The fse replaced the tubing and the diluter 1 pcb board. After parts replacement, the analyzer was operating without incident. The cause of the leak was a disconnected tubing at vc12. The low vacuum errors were caused by the leak damaged diluter 1 pcb board. (B)(4).